Manufacturer narrative:
The product was returned on (B)(6) 2013 and the instrument was tested on (B)(6) 2013 with the following findings: the site reported complaint of while using the needle holder the thread was torn apart several times about 10 times. The alleged issue was not replicated nor confirmed through failure analysis testing. No troubles were found and no parts were replaced. The needle driver instrument was inspected for damage under magnification and no damages were found.

Event description:
It was reported that during a da vinci s cystectomy procedure, the surgical staff noticed that while using the needle driver instrument the thread was torn apart approximately 10 times. The surgeon initially thought something was wrong with the suture. During this procedure, the surgeon was unable to find 2 needles that had fallen inside the patient and had to leave the needles inside the patient. The surgical procedure was completed as planned. No further clinical information was provided.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. If additional information is received, a follow-up MDR will be submitted.